Event description:
Customer was splashed in the eyes with inoculum when inoculated tube broke when inverted. Lab technician inoculated the 25ml tube of inoculum water with a gram negative organism and recapped the tube. When the user went to invert the tube to disperse the organism in the inoculum, the glass tube broke causing splashing of the inoculum. The user was splashed in the eyes with inoculum. Eye protection was not being worn at the time of the event. Intervention to prevent injury included flushing the eyes with water and the administering of antibiotics to prevent infection.